Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, while stitching the tissue, the needle and the thread detached near the swage. Another device was used to complete the case. There was no patient injury.